Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc reader would not power on with button press or strip insertion and was issued a replacement. Due to a delivery issue, the customer was unable to monitor glucose and reported experiencing sweating and loss of consciousness. The customer was treated with a glucose tablet provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer initially reported that the adc reader would not power on with button press or strip insertion and was issued a replacement. Due to a delivery issue, the customer was unable to monitor glucose and reported experiencing sweating and loss of consciousness. The customer was treated with a glucose tablet provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d1 - brand name was incorrectly documented in the previous report. The correction has been made here.